Manufacturer narrative:
Hillrom provided the account with a quote for hillrom to repair the bed. Hillrom contacted the account two additional times to confirm if the account preferred hillrom to repair the bed or if the account would repair the bed themselves. The account confirmed they repaired the bed, but they did not identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom account executive stating the nurse call was not responding properly. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom account executive stating the nurse call was not responding properly. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).